Event description:
It was reported during surgery, the surgeon was "tweaking the screws after securing the plate the ratchet was used. Ratchet was not properly seated in the screw head when pressure was applied and the tip broke". The surgery was completed with no delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 forward ratchet assy, low-profile (part number msp2030, batch number 550000) was returned for evaluation. The returned t8 forward ratchet assy, low-profile (part number msp2030, batch number 550000) driver tip was examined under magnification. Torsional and oblique fracture patterns were identified at the transition from the radius to the hexalobe tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. The plates used with the guide were not returned. Information received indicated the ratchet was not properly seated in the screw head when pressure was applied; however, due to unknown surgical conditions, the root cause could not be determined.